Event description:
The customer reported that the right ventricular (rv) lead was surgically abandoned (capped) due to the low impedance measurement of 130 ohms. A new rv lead was successfully implanted. No adverse patient effects were reported. The lead was actively implanted for approximately 10 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.